Event description:
Emt's responded to a person, described as conscious and aware. The pt was connected to the device with a 3 lead pt cable and ECG electrodes for cardiac monitoring. The operator pushed the "analyze" button, the device alarmed "attach defib cables", the operator replaced the 3 lead pt cable and ECG electrodes, pressed analyze again and the device began to charge. Power to the device was cycled to dump the charge and no adverse affects to the pt were reported as a result of the alleged malfunction.